Event description:
Customer reported that the catheter is separating at the distal end when being inserted into the patient's airway. Concern is that it may get stuck in the airway making removal difficult. No patient injury. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
As of the date of this report the sample device has not been returned for evaluation.